Event description:
The customer obtained non-reproducible, higher than expected troponin I es results (0.08 vs. 0.031 ng/ml, 0.060 vs.0.009 ng/ml, 0.067 vs.<0.014 ng/ml processed on a vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The tropi es result of 0.08 was reported from the laboratory, however, the result was questioned by the clinician based upon serial sample results. The sample was repeated and a corrected report was issued. There was no allegation of patient harm as a result of this event. This report is number one of two MDR¿s for this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that non-reproducible, higher than expected vitros trop I es results were obtained from multiple samples while using the vitros eci immunodiagnostic system. There is no evidence that a troponin reagent related issue contributed to the event. The samples were not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of the event is unknown. The performance of the instrument was not characterized at the time of the event, therefore an analyzer issue it cannot be ruled out as a contributing factor. Additionally, pre-analytical sample processing cannot be ruled out as a contributing factor.